Event description:
It was reported "while a resident was placing an a-line the arrow needle perforated through the cannula and became jammed." A new device was used. There was no patient harm or injury. The patient's current condition is reported as "unknown but probably discharged/stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show the catheterization device with the distal end of catheter and guide wire appearing bent with the needle bevel punctured through the catheter body. The condition of the device suggests the customer punctured the catheter with the needle, and the catheter and guide wire were kinked in the same event, however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "while a resident was placing an a-line the arrow needle perforated through the cannula and became jammed." A new device was used. There was no patient harm or injury. The patient's current condition is reported as "unknown but probably discharged/stable".